Event description:
The orbit galaxy complex xtrasoft coil 3.5 x 9 (640cx3509/15710830) was very tight and there was friction when trying to advance into the hub of the select lp-es 150/5 cm 45 shape microcatheter (606s155fx/unk). The microcatheter and coil were removed as a unit and the microcatheter was flushed. The same microcatheter and another coil of the same type and size along with 20 additional helipaq 18 cerecyte coils were used to complete the procedure. Patient death or serious injury did not occur as a result of the event. Additional medical intervention or medication was not required to prevent impairment or injury. There were damages noted on the coil after use. There were no damages noted on the microcatheter after use. An adequate continuous flush was maintained through the microcatheter.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15710830 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: transcend wire (details unknown); select lp-es 150/5 cm 45 shape (606s155fx/unk); new orbit galaxy complex xtrasoft coil 3.5 x 9 (details unknown); 20 helipaq 18 cerecyte coils (details unknown).

Manufacturer narrative:
The orbit galaxy complex xtrasoft coil 3.5 x 9 (640cx3509/15710830) was very tight and there was friction when trying to advance into the hub of the prowler select lp-es 150/5 cm 45 shape microcatheter (606s155fx/unk). The microcatheter and coil were removed as a unit and the microcatheter was flushed. The same microcatheter and another coil of the same type and size along with 20 additional helipaq 18 cerecyte coils were used to complete the procedure. Patient death or serious injury did not occur as a result of the event. Additional medical intervention or medication was not required to prevent impairment or injury. There were damages noted on the coil after use. There were no damages noted on the microcatheter after use. An adequate continuous flush was maintained through the microcatheter. A non-sterile orbit galaxy complex xtrasoft coil 3.5 x 9 was received coiled inside of a plastic bag. The hypotube was inspected and it was found kinked. The introducer was received zipped and no damages were noted on it, just residues of dry blood can be observed inside of it. The support coil gripper and embolic coil were found inside of the introducer and no damages were noted on them. The gripper and the embolic coil were inspected under microscope through the introducer. The introducer was found saturated with dried blood, the gripper was found without damage and the embolic coil was found with residues of dry blood on it. The od from the delivery tube was measured and was found within specification. The functional test cannot be performed due to part of the coil system being stuck inside of the introducer due to the residues of dried blood found inside of the introducer. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported inability to advance the orbit galaxy system through the microcatheter could not be fully evaluated due to the conditions of the returned device. However, based on the findings of dried blood inside of the introducer and on the coil, it appears that the procedural factor of not maintaining an adequate flush as outlined in the instructions for use may have contributed to the event. With review of the analysis and the device history records there is no indication of any manufacturing issues related to the event. Additionally inspections are in place to prevent devices that may result in this type of failure from leaving from the facility. It appears that procedural factors addressed in the IFU may have contributed to the event; therefore no corrective action will be taken at this time.